Manufacturer narrative:
Investigation summary visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t185390) was received at us cq. Visual inspection of the complaint device showed one of the jaws had broken. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as one of the jaws had broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 399.99. Lot number: t185390. Manufacturing site: (B)(4). Release to warehouse date: jul 22, 2019 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an orthopedic procedure, the surgeon was reducing a humerus with a reduction forcep with serrated jaw-ratchet when the clamp broke. The procedure was successfully with a replacement clamp. There was no surgical delay. No patient consequence. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).